Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not working and the programmer had an error while interrogating a device. The programmer also had a broken screen and a loose radiofrequency port. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus was not working, and the programmer had a broken screen and a loose radiofrequency port. It was not confirm that the programmer had an error while interrogating a device. The programmer was to be scrapped. If information is provided in the future, a supplemental report will be issued.